Manufacturer narrative:
(B)(4). The investigation revealed that the smell was caused by a component inside the generator. The field service engineer (fse) replaced the "(B)(4) - hf generator IV pack (15 kw)", which solved the problem.

Event description:
The customer reported, "the smell of fried resistors is coming from the monitor carriage".